Event description:
It was reported that the pt had revision surgery to tie down the device and drain the fluid around the implant site. The pt continued to be monitored by the center. In 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning. A CT scan performed indicated that the electrode array was not in the cochlea. A week later, the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.